Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2008; 4968-35 lead, implanted: (B)(6) 2008; pb1018 transcatheter valve implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.